Event description:
Reference number (B)(4). Event occurred in hong kong. It was reported that patient faced infusion set leakage on (B)(6) 2024. The leakage was in the tubing. No further information was available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: hong kong.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated for the code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing)the batch 5402829 in question was manufactured at the reynosa site. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: the reference samples for the lot 5402829 have already been previously tested for visual inspection in the (B)(4) on 18/nov/2023. The reference samples were visually inspected. All test results were within specifications as per the test report. The reference samples for the lot 5402829 have already been previously tested for flow and leak in the (B)(4) on 30/mar/2025. The reference samples were tested for flow and leak. All test results were within specifications as per the test report. Device history record (DHR) review: the lot 5391102 was manufactured according to the wi version 72 manufactured in the line multivac 12, on 29/sep/2022, with a total of (B)(4) units. The assembly lot 5403333 was manufactured according to the wi version 24 manufactured in the line assembly of quick-set, on 28/sep/2022, with a total of (B)(4) units. The assembly lot 5402641 was manufactured according to the wi version 24 manufactured in the line assembly of quick-set, on 12/sep/2022, with a total of (B)(4) units. The gluing tube lot 5403318 was manufactured according to the wi version 37 manufactured in the line pegado 04, 05 and 08, on 27/sep/2022, with a total of (B)(4) units. The gluing tube lot 5401380 was manufactured according to the wi version 37 manufactured in the line pegado 04, 05 and 08, on 11/sep/2022, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 21/apr/2025 against malfunction leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) and lot 5391932 and 1 complaints have been registered in databse for the same lot 5391102 and malfunction code. Conclusion summary of the related event. As a result of the following: no defect on tests for reference samples, no harm reported, no non-conformance (nc) raised during production related to complaint code, only one complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation or CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.